Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml and flow rate: 6ml/hr. Procedure: total knee. Cathplace: femoral block - groin. Pump was placed on pt at 9am on (B)(6) 2011. Pump was empty by approx 3pm on (B)(6) 2011. The pump did not appear to be leaking from any location. The bolus button was never pushed. No adverse event occurred and pt is doing fine. Date of event: (B)(6) 2011. Per dfu: labeled fill 400ml. Maximum fill: 500ml. Flow rate: 2, 4, 6, 8, 10, 12, 14ml/hr. Total flow rate to bolus and basal, which is the infusion rate per hr.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: w/o the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.